Event description:
Rptr was showed a u rod. Dr used plates and screws. This dr never told rptr what he did. Rptr became worse after surgery. He has had to leave his job on disability. Medical dr gives rptr something for pain. If he could not get something for pain he could not get out of bed each day. Dr told rptr he could get him 75-80% pain free. Rptr has been in the hosp from june unitl august, rptr was in and out off hosp 3 times about 1-2 weeks at the time. He has ulcers from all of this. These back drs won't give pain medication. This pain is unbearable. Rptr hurts 24 hrs a day. (Also see 1002692.)_